Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 24oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the top half of the touchscreen was non-responsive. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 29may2019. Date rec¿d by MFR: 28may2019. The field service engineer (fse) advised the customer to replace the touchscreen to address the reported issue. The customer replaced the touchscreen and confirmed that the issue has been resolved. Although requested, patient information was unavailable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 29may2019. The defective touchscreen has been scrapped and will not be returned for failure investigation; therefore, the root cause at the component level cannot be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.